Event description:
It was reported that patient with this artificial urinary sphincter (aus) presented with erosion, dysuria, and recurring incontinence. Surgical intervention was performed, and there were no further patient complications reported.